Event description:
A 2.0 french PICC leaking at the butterfly hub and catheter connection. There was no blood loss and no harm to the infant.======================manufacturer response for 2.0 french PICC, vygon (per site reporter).======================nyicu manager immediatley contacted the company rep.